Event description:
Customer reported that the system was being used in surgery and then had been set aside while the surgery continued. When they brought the c-arm back to take an x-ray, the system was locked up. No buttons on the control panel worked and they could not take x-rays. They rebooted the system and everything worked fine after that.

Manufacturer narrative:
Gehc surgery field service engineer verified system power supply outputs were within specifications. Verified all board connections and cables. Operated system for 1.5 hours and booted system 10 times. Could not get system to lock up. System operating as intended.